Manufacturer narrative:
(B)(4).

Event description:
During the procedure, obturator was blocked, and the instruments could not be inserted. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
During a lap gastrectomy, obtulator was blocked, and the instruments could not be inserted.